Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a stenting treatment procedure, tip damage occurred. After pre-ivus and pre-dilatation with a 2.25 balloon, the 3.50x16mm promus element stent delivery system (sds) was introduced. Mild resistance was encountered while inserting the sds into a guide catheter. The sds was unable to cross the lesion and when the device was removed from the patient, it was noted that the distal tip had become damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine. However, device analysis revealed the stent was dislodged from the stent delivery system.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the returned device found that the stent delivery system (sds) was returned to the complaint investigation site without the stent attached. No kinks or damage were noticed along the shaft of the device. The balloon sections of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it, and pillowing, indicating that the stent was crimped in the correct location as per manufacturing process. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted even though the device tip was observed to be damaged. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).